Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of the right ventricular lead for implant procedure, physician noted that the helix was faulty. The helix would jump when the lead was being deployed. A new lead was used instead. Patient condition was stable.